Manufacturer narrative:
One opened knife sample was received by manufacturing inside a tray with the blade unprotected for the report of not being sharpened. The returned sample was visually inspected and was found to be nonconforming with excess metal on the cutting edges. The acid line and ear width was then measured and was found to be conforming. As no lot number was identified with this complaint, lot history and complaint history reviews could not be conducted. The returned knife sample was confirmed to not be sharpened with excess metal on the cutting edges. The root cause of this defect is inadequate electropolish during the manufacturing process. This defect was not detected by the operators during the scanning operation. The inspection procedures have been reviewed and defects are to be removed from the lot and scrapped. All knives are 100% inspected by trained operators. An investigation photo of the returned sample has been reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was not sharp during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received confirming that there were no consequences to the patient.